Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during intercourse the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the right side would not fill up. Troubleshooting was attempted to no avail; therefore, a replacement surgery was performed. During the procedure, a break was identified in the base of the penis. The patient did not experience any complications related to the event.